Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0742 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq0742) have been reported from the same facility.

Event description:
It was reported the rn had issue with attempt to reposition line by flushing. Rn stated, "line was crossing midline and terminating in left brachiocephalic. When a turbulent flush was done, the line looped in the right subclavian/axillary vein and could not get line to flush at all. I exchanged the line (to the 5fr) to send patient home with long term antibiotics."

Event description:
It was reported the rn had issue with attempt to reposition line by flushing. Rn stated, "line was crossing midline and terminating in left brachiocephalic when a turbulent flush was done, the line looped in the right subclavian/axillary vein and could not get line to flush at all. I exchanged the line (to the 5fr) to send patient home with long term antibiotics."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Date of awareness was initially reported incorrectly. Per follow up with sales representative the date of awareness /MDR date of awareness has been updated. The report was submitted within the required timeframe per 21 cfr part 803.